Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular anastomosis, it was found that the suture was easily deformed when clamped by the microscopic device. When the suture was knotted, it could not be forced and was easy to break. The suture was replaced to resolve the issue. There was no patient injury.